Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: it was reported that, ¿all staples of the staple line were open at the time of reoperation.¿ however, it was also reported that there were no issues with staple formation. Can you please clarify the shape of the staples? Were the staples properly formed at reoperation? Is the colostomy temporary or permanent? Response: when the reoperation of the first surgery was performed, they observed that the staples were open. Reason for which they returned to operate the patient and put a colostomy of temporary discharge.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? I do not know and I could not get the information . What healthcare professional fired the device and what is his/her experience with the device? The main surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes and they were fine. Was a complete washer transection confirmed? Yes. Was a leak test performed in the initial procedure? If so, what was the result? Yes, there was no leakage. Can more information be provided about what was meant by, ¿total dehiscence of the anastomosis¿? All staples of the staple line were open at the time of reoperation. How was the dehiscence identified? Intraoperatively at 24 hours. What was observed at the site of the dehiscence upon reoperation? All staples of the staple line were open at the time of reoperation. Were there any issues noted with staple formation at any point throughout the care of the patient? No. What was done during the reoperation? Go back to do the anastomosis and put a discharge colostomy. What is the current status of the patient? Stay in the hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that, ¿all staples of the staple line were open at the time of reoperation.¿ however, it was also reported that there were no issues with staple formation. Can you please clarify the shape of the staples? Were the staples properly formed at reoperation? Is the colostomy temporary or permanent?

Event description:
It was reported that during a bowel procedure for intervention of rectal cancer, where your use a circular ecs29a stapler, which apparently works with normal. Twenty-four hours after the intervention, the patient had to be reoperated for a total dehiscence of the anastomosis.